Manufacturer narrative:
As reported, part of the medial petal of the perfix light plug separated during implant and was removed from the device. The separated portion was not returned for evaluation. Without having a sample to evaluate no conclusions can be made. Review of manufacturing records shows the product was made to specification. To date, this is the only reported complaint for this manufacturing lot of (B)(4) units released for distribution in march 2023. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
As reported, during an abdominal wall scar hernia repair procedure using mesh and plug technique, when the perfix light plug is placed in a hernia defect, noted the part of the medial petal of the plug to be detached. It was reported that the detached petal was removed, and the procedure was completed using the same plug. There was no patient injury.